Event description:
It was reported that the facility tech checked on the customer several times, and the valve kept self-adjusting. The valve was explanted on (B)(6) 2010, and the pt improved with a new valve. The strata valve was unknowingly adjusting way too often for the patient, and the surgeon's satisfaction. No death or injury was reported.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible, as no lot number was provided. All of our valves are 100% tested at the time of manufacture.